Event description:
It was reported that a flo-gard infusion pump would not power on. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). The device was serviced on-site by a field service technician. Visual inspection, power on self-test, battery testing and a review of the alarm log were performed. During power on self-test and alarm log review the low battery alarm was found; the cause of this was a damaged direct current power supply. To correct the condition, the direct current power supply and battery were replaced. The device was serviced and restored to a good working condition. Should additional relevant information become available, a supplemental report will be submitted.